Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection, while stapling the colon, the stapler did not fire. The handle was squeezed fully and returned to an open position following the first squeeze. It then remained closed on the second squeeze. The patient has no injury.